Event description:
It was reported that at the end of a-flutter right side procedure the physician noticed a char on the proximal of the catheter. The case was completed without any patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that electrode #4 had char. The returned device was tested for electrical performance, stockert compatibility, and thermal sensor response. The electrical leakage was found within specification. The thermocouple sensor passed when immersed in fluid with controlled temperature. The catheter interfaced with the stockert obtaining acceptable ablation readings. Then the temperature of electrode #4 was taken during 4 minutes while rf was applied. Every 10 seconds a new reading was recorded. It was observed that there was no evidence of a considerable temperature rising. The device history record could not been reviewed since the lot # of this product was not provided when event reported. The char issue was verified, however a root cause could not be drawn for the formation of char on electrode #4 since this is not an ablation ring electrode.